Manufacturer narrative:
The hill-rom tech found the pt right siderail not latching due to the latch spacer tube missing ratchet rivets. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the ratchet rivets to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the siderail was broken. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).